Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after breakfast while using the ilet bionic pancreas, with blood glucose decreasing, stabilizing, and then decreasing again before recovery; the user requested additional training and troubleshooting and education were provided. Symptoms included feeling out of it and sweating. Outcomes included self-treatment with oral glucose and no need for medical assistance or hospitalization. Investigation included case review, user interview, and education on hypoglycemia recognition and management. Investigation of this case revealed that the device issued low and urgent low alerts, the event resolved with oral carbohydrate intake, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.